Event description:
Treatment of a fusiform basilar artery aneurysm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2012 and was presented with a stroke on (B)(6) 2013. Subsequently, the patient expired the following day.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).